Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, via the subclavian access, the valve was deployed too deep and was recaptured. Upon recapture, the deployment knob separated. The deployment knob was pressed together by the physician's hand and the valve was deployed successfully in a good position. It was reported the subclavian artery was deep in the anatomy and the aortic root was horizontal. There was tension in the system during the procedure due to the anatomical difficulties. A fluoroscopy inspection revealed that the valve was successfully loaded prior to deployment. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect delivery catheter system (dcs) at medtronic¿s quality laboratory, visual analysis showed the device was received with the capsule fully closed and the end cap/screw gear snap fit connected. The handle and tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Then, the deployment knobs were separated by the medtronic analysis technician. From close observation, both tabs appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported in the first deployment attempt, the valve was placed at a suboptimal position in the aorta. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the suboptimal placement could not be determined with the limited information available. It was reported the valve was recaptured to re-position deployment. This is a feature of the device that allows for additional attempts at accurately positioning the valve. During recapture, it was reported the deployment knob separated. Gross visual analysis of the returned suspect device indicated both tabs appeared to have a hairline fracture which confirmed the reported separation. Several voids were also observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame. This typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or if a valve was misloaded. There were no fluoroscopic images submitted of the valve load inspection; therefore, the quality of the load cannot be independently verified. No other damages were noted on the returned dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use; in this case, the handle was held together manually and the valve implant was successfully performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.